Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the pump history screen. Customer¿s blood glucose level was 237 mg/dl. Customer reverted to an alternate pump for insulin therapy.